Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was found to have moisture damage on the vibrator, electronics and battery tube assembly during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.